Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no further information available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed several loss of prime warnings following ¿auto-off timeout-pump suspend¿ warnings. No loss of prime occurred during testing. The force sensor was found to be out of calibration. The pump cover was opened and no intermittent condition or damage was found to the force sensor circuit. The force sensor resistance was found to be in specification. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).